Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring episodes showing appearance of lead noise beginning (B)(6) 2024. Short intervals graph also shows an increase at this time. All other values are normal at this time. Lead remains implanted.